Manufacturer narrative:
(B)(4): this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Upon interrogation of the subject pacemaker on (B)(6) 2013, incorrect data was reportedly displayed on the programmer screen: "atrial fibrillation since 1876?". The physician requested an explanation.